Event description:
Product was returned as an implant failure because of infection. Doctor stated, "loose out after infection". Based on the report, the pt had good oral hygiene and poor bone condition. The fixture was placed with primary closure in tooth location #14. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as other - clean and re-implant wider superline implant.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within spec. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.